Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2017-01374. Reference MFR. Report: 1627487-2017-05893. It was reported the patient experienced overstimulation at the ipg site. In addition, the patient experienced ineffective stimulation that was unresolved by reprogramming the system. X-rays indicated the lead had migrated and appeared coiled in the ipg pocket. The patient stated she was able to flip the ipg in the pocket. Per the manufacturer's device database, the patient underwent surgical intervention on (B)(6) 2017 to explant the leads. It is unknown if new leads were implanted at that time.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2017-01374. Reference MFR. Report: 1627487-2017-05893. Follow-up identified the patient's existing leads were replaced during the (B)(6) 2017 procedure. Effective stimulation was restored following the procedure. The same ipg remains implanted.